Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. Customer's mother reported two unexplained low blood glucose that occurred yesterday. Customer's mother stated that patient is seeing a doctor on friday for possible adjustments. Customer's mother declined transfer to helpline.